Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial air alarms, venous air alarms and venous pressure alarms occurred during a routine hemodialysis treatment, which were not able to be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge found no problems that would contribute to the alarms. Review of the cycler log files confirmed the presence of air in the venous lines suggesting that the cycler alarmed appropriately. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.